Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 120 units of insulin. Additionally, it was reported an occlusion alarm occurred. The customer successfully cleared the alarm and resumed insulin deliveries after performing a cartridge change. The customer's blood glucose level was 182mg/dl.